Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, oversensing, and impedance levels of greater than 9,999 ohms resulting from a confirmed fracture. The ra lead was abandoned and replaced successfully with a plan to cap at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01, ipg, implanted: (B)(6) 2011. (B)(4).